Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via user facility medwatch#5064759 that a shaft break occurred. The target lesion was located in the distal leg. While attempting to advance a 3.00x38mm promus premier¿ drug-eluting stent to the target lesion for deployment, it was noted that the stent shaft broke in half >15 cm from the hub. The fracture occurred outside the patient's body and the entire device was removed. No patient complications were reported.